Event description:
It was reported that the patient developed a systemic infection. The right ventricular (rv) lead exhibited noise and was fractured. The rv lead and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.